Manufacturer narrative:
The device was received for evaluation. The exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. The tear was confirmed to be the cause of the leaking during wear. There was no other damage found with the device that would result in the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl (22.2 mmol/l) between 5 and 24 hours of wearing the pod. The reporter stated there was slight insulin leakage from the pod. The pod was removed from their abdomen, and a new pod was applied to resume treatment. The device evaluation found a tear in the cannula.